Manufacturer narrative:
Updated b4 for report submission date, g1 for contact information, g3 for awareness date of new information, g6 for report type and sections d9, h1, h2, h3, and h6 to report that the device was not received for analysis.

Manufacturer narrative:
Explant date was not provided. If the requested information becomes available, a supplementary report will be submitted. Device evaluation results are not applicable since the product was not returned. If the product returns analysis will be completed and a supplemental report will be submitted.

Event description:
Per complaint (B)(4), after clinical procedure, patient experienced failure of implant to integrate.

Manufacturer narrative:
Follow-up submitted for additional information. Updated section b4 for report submission date, g1 for follow-up report submitter, g3 for awareness date and g6 for report type and follow-up number. Updated h2 for follow-up type. Implanted date is unknown